Event description:
The technician alleged the side rail will not latch in the up position and lowers abruptly. No patient impact.

Manufacturer narrative:
The technician lubricated the side rail latch spring and replaced the side rail dampener to resolve the issue.